Event description:
The hcp reported that an MRI revealed the pt had a fractured catheter. The pt did not experience any symptoms. The hcp repaired the fractured catheter, but noted a localized lumbar abcess. The hcp drained the abcess, but after surgery, the pt continued to have redness and swelling and the abcess did not appear to be healing. Approximately, two weeks later the hcp performed a total device system explant. The hcp has supplemented the pt with oral medication until the pump system replacement surgery can be performed. The patient does not have as good of pain control with the oral medication versus the intrathecal pump system. The hcp reported the pt has recovered and is otherwise doing okay. The drug contained in the patient's pump is compounded baclofen (2333 mcg/ml) delivered at 420 mcg/day, methadone (4 mg/day) and clonidine (234 mcg/day). Add'l info has been requested, but was not available at the time of this report.